Event description:
It was reported that while in the cardio cath lab, the md inserted the super arrow-flex (saf) sheath with dilator into the male pt's left femoral artery. During the iab insertion, the balloon stopped advancing and stuck in the saf sheath. The md could not pass the iab through the saf sheath due to critical resistance. As a result, the md removed the saf sheath and iab together and the md opened a new iab kit. The md was able to insert the new saf sheath and balloon catheter from a second iab kit and finish the catheterization. There was no excessive bleeding during the procedure and the second insertion was also the pt's left femoral artery. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was 10 minutes. Pt outcome is "the pt does not have any complications and is fine."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.